Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and is stuck. The customer's blood glucose level was unknown at the time of incident. The customer disconnected the phone at this point and no further details were given. Troubleshooting called the customer back and again the call was disconnected.